Event description:
It was reported that the device sparked. Per additional information received, it was confirmed to be a duplicate of MFR report # 0002936485-2024-00132. As such, this is not reportable.

Manufacturer narrative:
Per additional information received, it was confirmed to be a duplicate of MFR report # 0002936485-2024-00132. As such, this is not reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.